Manufacturer narrative:
A review of manufacturing records cannot be performed as the product code and lot number are unknown. Complaint data review found no emerging trends. Without a product sample, the reported issue cannot be confirmed. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
International affiliate reports that surgery was performed to extend an existing spinal construct using the isola tandem connector and a rod. The surgeon tried to loosen the connectors set screws to replace the rod, the set screws were so tight that the screw holes were deformed. The procedure was extended by sixty minutes as a result of the need to cut and remove the rod.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.